Event description:
Healthcare professional reported left-side rupture. Device status is unknown.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
"Visual analysis of the photographs identified: rupture: observed opening on the device. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. Additional observation: black particle observed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided." A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported per imaging results, "inflammatory reaction to foreign body" and ¿armpit adenopathies small.¿ the device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left-side rupture. Healthcare professional additionally reported per imaging results, "inflammatory reaction to foreign body" and ¿armpit adenopathies small.¿ the device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: granuloma.

Event description:
Healthcare professional reported left-side rupture. Healthcare professional additionally reported per imaging results, "inflammatory reaction to foreign body" and ¿armpit adenopathies small.¿ the device has been explanted, replaced with non-allergan device, and discarded.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on anterior side assessed as unidentified (tear) opening (shell thickness within specification). Lymphadenopathy: unable to observe as it is a medical event not related to the device. Granuloma: unable to observe as it is a medical event not related to the device. Crease/folding of implant: no observed creases. Additional observations: green mold observed on the surface of the shell.

Event description:
Healthcare professional reported rupture, lymphadenopathy, granuloma and "radial folds" . The device has been explanted and replaced with a non-allergan device. This relates to the left side.